Manufacturer narrative:
H3: product ID: 97755-s, lot/serial# (B)(6), product type: recharger was returned and the analysis results shows that the complaint was unable to be verified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported it was getting to be real hard when they went to charge their implant, because the recharger took forever to find the implanted neurostimulator(ins). Patient said they only charged when they were laying in bed. Patient also said they saw a message on the controller today that said the battery was low and needed to be replaced as soon as possible. Patient called medtronic representative today and was told to reset the controller, but the issue persisted. Patient mentioned they were able to get the implant to charge, but it took forever for the controller to read the recharger. Patient services (pss) asked, patient confirmed, message stated batteries low replace controller batteries soon. Pss walked patient through removing the battery pack and re-inserting the battery. Patient then saw home therapy screen with group b. Patient then connected recharging antenna and was able to start recharging with excellent recharge quality (controller 90%, implant 90%). Patient mentioned that it had been taking a long time to find their implant when trying to charge since the issue first started, and spent a lot of time on looking for a device. Patient confirmed that the paddle and relay box had been getting warm, but not burning hot. Patient then saw poor recharge quality on the call despite not moving. The issue was not resolved. A replacement recharger(rtm) was sent out. Patient confirmed issue began today. Patient mentioned they do not have a doctor at this time, but goes through the va. Patient also mentioned unrelated medical history that they are hearing impaired, and it was difficult to understand pss on the call. Pt called back and repeated that they see a replace controller battery soon screen. They also saw a system problem rm-06 code and said the screen went white. Pt hasn't gotten rtm yet but it should arrive today. Pss reviewed that new rtm should fix issue. Pt will call back if it does not.